Manufacturer narrative:
(B)(4). Concomitant medical products: unknown natural knee tibial trays, cat#: unk, lot#:unk; unknown natural knee femoral, cat#: unk, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see reports 0001822565 - 2017 - 06618, 0001822565 - 2017. Remains implanted.

Event description:
It was reported that the patient is being scheduled for revision for unknown reason.

Manufacturer narrative:
Upon reassessment of the reported event, this complaint was determined not to be a complaint, as further information from the field confirmed that the procedure being performed was for primary knee arthroplasty, rather than revision of a knee arthroplasty.